Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (wound complication). Conclusion: known inherent risk of a procedure (wound complication); no device failure.

Event description:
An endurant aui stent graft system was implanted in the patient for the endovascular treatment of a 5.3 cm in diameter abdominal aortic aneurysm. The aortic neck infra-renal angle was 30 degrees, the proximal aorta was 21 mm in diameter and 13 mm in length. Distal aorta was 19 mm in diameter. Non-aneurysmal right iliac artery was 10 mm in diameter and the non-aneurysmal left iliac artery was 13 mm in diameter. The right femoral artery was 10 mm in diameter and the left femoral artery was 9.7 mm in diameter. It was reported that two months post index procedure the patient had wound complications. There was delayed healing at the groin incisions without infection. Action taken was secondary wound closure of suprapubic bypass successfully resolving the healing process. The investigator assessment states that the event is not related to the device or the aneurysm, but is related to the procedure. No clinical sequelae were reported and the patient is fine.